Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was calling from the hospital to report that insulin was still exiting from the tubing, during the manual prime, after releasing the act button. The customer also stated that she has been experiencing low blood glucose levels due to weight loss. The customer did not feel that the insulin pump was to blame, and declined troubleshooting. Nothing further was reported.